Event description:
Encountered battery issue while infusing norepinephrine leading to hypotension which resolved after backup pump was obtained and started in order to resume norepinephrine. No additional rescue medication was required.